Manufacturer narrative:
Patient identifier, age or date of birth, ethnicity, race: not provided. The device has not yet been returned and a lot number has not been provided. It is difficult to determine further that the cause of the incident is attributed to the 3m multipore dry surgical tape.

Event description:
An unplanned extubation occurred for a medically stable premature infant with use of 3m multipore dry surgical tape, where the tape was not staying secure. An endotracheal tube holder was used. The patient received nasal intermittent positive pressure ventilation. There was no humidity in the isolette. No escalation of care was required.